Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue mx40 802.11a/b/g indicating there was a speaker malfunction inop and the sound was not working. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A quote was provided to exchange the device and return the defective device to the bench; however, as of (B)(6) 2025, no response was received from the customer and the quote has expired. The device in question is no longer expected to be returned and is not available for analysis. The product malfunction was unable to be confirmed because the customer did not respond to the quote to exchange the device before the quote expired. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.